Event description:
Pm implantation on (B)(6) and ventricular lead dislodgement occurred on (B)(6). The ventricular lead was changed to a tined and repositioning was performed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.